Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their sensor was not calibrating correctly and the device alarmed. Customer states that the device has been unable to calibrate their blood glucose levels correctly. During troubleshooting, customer was informed the sensor cannula may have a kink in it. Informed customer that issues with a bent or kinked cannula can cause inaccurate readings. Customer's blood glucose level was 160 mg/dl at time of reporting. Nothing further reported.